Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this patient had the pacemaker repositioned three days post implant. It was reported that the device was too inferior after the patient sat up. There was also electromagnetic interference (emi) oversensing on both the right atrial (ra) and right ventricular (rv) channels during surgery. It was not known if there was any impact to pacing therapy. In addition, this patient has experienced some pacemaker mediated tachycardia (pmt) episodes. The pacemaker remains in service. No additional adverse patient effects were reported.